Event description:
Per report from venogram, "the patient has abdominal pain which [the patient's] physicians feel might be related to ivc filter struts, which extend through the wall of the ivc and into the adjacent tissues, including impacting the duodenum. [The patient's] filter is reported to have been in place for approximately 11 years." "The initial inferior venacavogram documented a widely patent inferior vena cava. The gunther tulip ivc filter is within the infrarenal portion of the inferior vena cava." Per a successful retrieval report, "ultrasound showed a patent and compressible right internal jugular vein." "A cook inferior vena cava filter retrieval sheath was advanced over the wire fluoroscopically to the inferior vena cava above the apex of the filter." "Through the sheath a 30 mm gooseneck snare was advanced fluoroscopically and the apex of the filter was snared. The snare was withdrawn caudally in an attempt to strip the struts from the wall of the inferior vena cava after the hook of the filter was snared from above with the filter retrieval snare. Approximately two thirds of the filter was able to be collapsed into the sheath, however the lower third was resistant to withdrawal from the cava. Both snares were removed and due to the soft nature of the retrieval sheath this was exchanged for a 10 french by 45 cm vascular sheath. The patient was given 3000 units of intravenous heparin. The retrieval snare was advanced through the vascular sheath and the hook of the filter was again snared. From below 6 mm balloon angioplasty was performed adjacent to the struts of the filter while the vascular sheath was advanced over the filter from above. After a series of balloon inflations the struts were ultimately freed from the wall of the cava and the filter was withdrawn into the sheath. The sheath was removed and the filter was removed from the patient." "Technically successful retrieval of a gunther tulip infrarenal vena cava filter."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava/adjacent tissue perforation. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Additional information: investigation. The following fields were updated per additional information received: h6. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation and abdominal pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 due to bariatric surgery. The patient is alleging vena cava perforation and organ perforation. The patient further alleges severe abdominal pain.

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.